Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed a composite video (bnc) connector issue. The bnc signal from the c-arm successfully tested with another monitor, but could not get a green line or video signal in the navigation system software. The representative was able to get a green line and acquire empty and anterior-posterior/lateral images with the cable connected directly to the video capture card on the navigation system computer. The cable was reseated multiple times on the I/o panel and on the video capture card. The system successfully tested several times for 2 hours and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were unable to connect to the c-arm. They could not get a green line between the systems. A different navigation system was brought in and the system was able to connect immediately. There was no patient involved.